Manufacturer narrative:
Submission date of this report: 11/12/97.

Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver at an unk rate. One liter was delivered over a few hrs. The pt's temperature spiked to 103 degrees f. The pt was sent to the hosp, and antibiotics were administered. One pt involved.